Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having pocket pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.